Event description:
The pt was revised to address loosening and metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr xl - left.additional reason(s) for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
(B)(4).depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision, (B)(4). Update: added claimsuite reference, type of product, side hip to be revised, surgeons name and reason for revision. Received: january 15th 2013. (B)(4) asr xl - left, reason(s) for revision: pain. Update - amended surgery date, added non depuy stem sentence. See below. Taken from claimsuite dated 14th october 2014. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem.